Event description:
It was reported to philips that the host pc failed to boot up due to corrupted software on an allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the hard disk spare part, reloaded the software, and updated the firmware, restoring the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).